Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned; distal conductor blood/body fluid (not obstructed).

Event description:
It was reported that during the implant procedure, the lv lead could not be positioned successfuly. Another lead was used. No pt complications.